Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that they were having problems with nerve pain that was going down their right leg, since implant. They also felt a tingle up their back. Their healthcare provider (hcp) told them to turn the device off, at the time. They patient stated they no longer had the sensation and it seems to have resolved on its own. They noted that they did work with their hcp and the symptom they described resolved itself and was no longer happening. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.